Event description:
One endeavor rx drug-eluting stent (3.50 x 18mm) was successfully implanted to proximal lad during the index procedure. The pt experienced chest pain approx (B)(6) later. The pt took nitro, however, symptoms were not improved. The pt was taken to hospital, where st elevation on v1-v3 observed. A non q-wave mi was diagnosed. Restenosis of the proximal to mid lad was observed. An endeavor rx drug stent (3.50 x 15mm) was implanted to mid lad, overlapping the previously deployed stent. Investigator has indicated that the event was not related to the study stent or study procedures. Approx (B)(6) post index procedure the pt again experienced chest pain, however nitro was effective. An ECG a few weeks later revealed unstable angina. A f/u coronary angiogram revealed 99% restenosis in the proximal lad and 90% stenosis in the mid lad. An additional revascularization was performed using non-medtronic devices. Investigator has indicated that the event was related to the study stent, but not to the study procedure. The pt is in (B)(6). Reference MFR report number 9612164-2011-01178.

Manufacturer narrative:
(B)(4). Eval, results: (myocardial infarction).